Event description:
Home patient called the baxter technical service center to troubleshoot a "check supply line" alarm in prime of apd treatment on the homechoice machine. Patient informed the operational support representative (osr) that patient was connected to the patient line of the homechoice set during prime, contrary to correct procedure. The osr assisted the patient in discontinuing treatment and setting up all new supplies to complete therapy. Patient reports no injury or medical intervention as a result of incident.